Manufacturer narrative:
Concomitant medical products: product ID: 694765 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting intermittent capture and that a lead fracture was suspected. It was further reported that during the replacement procedure it was found that the axillary and subclavian veins were found to be occluded. The occlusion could have been caused by the rv and ra lead. Both leads were capped and the rv lead was replaced. No further patient complications have been reported as a result of this event.